Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the incorrect values for carbohydrate ratio pump setting resulting in an incorrect calculation for a bolus. Tandem technical support assisted the customer with correcting the setting. The customer's blood glucose level was 280 mg/dl.